Event description:
A patient was on the table in the x-ray room. Technologists were in the process of doing overhead films of the patient's chest and abdomen after a gastrografin, contrast media, enema. The x-ray tube was brought toward the midline of the table, but not yet in detent. When the tube was pushed into detent, the cables/cords of the x-ray tube pressed against the tilt/angulation switch on the fluoro unit which caused the table to start tilting upright. The patient on the table was unable to stand and started sliding down the table. The technologist promptly recognized the cause of the self-tilting table and immediately raised the x-ray tube head up, off the switch and flattened the table out. Reporter suggests that the manufacturer redesign the location of the angulation/tilt switch so that the tube cable cannot come in contact with the switch. It is possible to disable this switch by pulling the patient step out, but this isn't the best solution. In some cases, the tech would have to put the step back in so angulation could take place and then pull it back out when they no longer required table tilt.